Event description:
It was reported that approximately 2 months post implant of a bifurcated device, two suprarenal aortic extension, and two limb extensions an endoleak was identified, apparently in the patient's left common iliac. Another left limb extension was placed and the endoleak was still present. A balloon was placed in the right common iliac to occlude the limb and the endoleak was still present. Then a balloon was also placed in the left common iliac, however a repeat angiogram showed the leak was still present. The physician elected to reline the bifurcated device and placed a 2nd bifurcated into the previously implanted device and the endoleak resolved. The patient went home and is reported as doing well. Note: during the first implant procedure, after the main body was deployed, a balloon was placed in the right common iliac to hold the main body in place prior to bringing the sheath up. It was challenging to bring the sheath up before the main body was deployed. As the sheath was going through the main body limb, the main body came up off the aortic bifurcation and the right limb came back into the aneurysm sac. The left limb was still in the right common iliac. A pta balloon was inflated in the right common iliac as the sheath was coming up. To fix this the physician implanted two limb extensions proximally inside the main body to extend the limbs into the iliacs to get a seal. At the conclusion of the case there was no endoleak.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product use was incongruent with the IFU due to: the greater than 90 degree angulation of the left iliac artery. Cautionary product use conditions included: approximately 60 degree, dual angled aortic neck; and, bilateral moderate jetting calcifications at the bifurcation and iliac arteries. At the implant procedure, the superior stent migration of the bifurcated stent off the natural bifurcation was substantiated and mostly likely was caused the difficult retraction of the delivery system, which kinked the stent graft. This finding might have contributed to the possible type iiib endoleak. The deployment of the limb extensions within the distal aorta might have contributed to the diagnosed type iiia endoleak due to poor stent apposition. The inferior cuff migration was substantiated and most likely was caused by the hostile aortic neck anatomy. Approximately two weeks post implant, an unknown endoleak was substantiated. The contrast pool favored the right side, and there might have been evidence of a contrast jet off of the right lateral distal aorta, near the superior margin of the limb extension, supporting a type iiib endoleak. However, there was poor stent-stent apposition of both iliacs (>right side) supporting a type iiia endoleak. The first subsequent event was a diagnostic angiogram performed approximately two months post implant, which substantiated a right sided type ii endoleak. There might have been mid-stage blushing of the right lateral distal aorta, near the inferior stent margin of the bifurcated stent. During the second subsequent event three months post implant, a type ib endoleak from the lcia was not confirmed due to a persistent endoleak post a left iliac limb extension. A group consortium substantiated a type iiia endoleak only. The endoleak was successfully mitigated after a bifurcated stent relining and angioplasty. The patient was discharge home on pod 1 without complications. There was supportive evidence for a type ii endoleak. The anterior endoleak at the bifurcation was determined to be unknown. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be conclusively determined based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.